Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 2: brief inquiry description: air in line. Detailed inquiry description: last week a nurse used a brand-new tubing to infuse magnesium drip. The "air" in the line was a major problem. The IV pump was changed twice, and the problem persisted. Unfortunately, we could not change the tubing because majority of the medication would have been wasted. I literally had to stay in the in the room so I may attempt to free the line until the medication was completely finished. No injury reported.